Manufacturer narrative:
(B)(4).this is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was working and would stop. The harvester had to replace the hemopro 2 extension cable and adapter; as well as the power supply to get the device to work again. The procedure was completed with the same device. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
December 28, 2015 02:13 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was working and would stop. The harvester had to replace the hemopro 2 extension cable and adapter; as well as the power supply to get the device to work again. The procedure was completed with the same device. The hospital did not report any patient effects. (B)(4).